Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the lockout spring damaged. In addition, the clamping mechanism was noted to be damaged and the anvil was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was stuck on tissue. The surgeon was unable to release the device and used and inserted another device, a stapler, thru the umbilical trocar incision to place a staple line above the device. The device was then removed. The device and reload will be returned for evaluation pending release of tissue from device as tissue needs to go to pathology. Surgeon was closing the incision. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.